Event description:
--

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, visual inspection confirmed the clinical observation of a weakened header bond. It was noted that on three sides of the header, medical adhesive was bonded to the header, but not the corresponding area of the device case. All header wires were intact. In addition, there was also a cored out hole in the rv tip seal plug that could contribute to noisy signals and lead to oversense. A technical electrocardiogram review stated that the noise appeared non-cardiac in nature and had been isolated to the rv channel only.

Manufacturer narrative:
Upon analysis, this event will be updated.

Event description:
Boston scientific crm received information that noise resulting in approximately three seconds of pacing inhibition with no asystole as the patient had an underlying rhythm on this right ventricular (rv) lead. The noise was reported as intermittent and detected as ventricular fibrillation. Representatives have confirmed a sub-pectoral implant and a chest x-ray failed to show any lead fractures or migrations. Boston scientifics' technical services were contacted for recommendations. After a thorough review of device electro grams, it was noted that over 140 episodes had occurred during a 2 week time-frame. The technical egm review stated that the noise appeared non-cardiac in nature and had been isolated to the rv channel only. Technical services was unable to ascertain with certainty, a causative factor; however, many plausible causes were discussed. It was additionally stated no adverse patient effects were reported as the patient had an underlying cardiac rhythm. Final recommendations included an invasive lead evaluation. Subsequently, a revision procedure took place. All connections were visually intact and the lead integrity was good. When the device was explanted and checked manually by the physician as well as a technical consultant movement between the device case and the header was confirmed. The device will be returned for analysis. No adverse patient effects were reported.